Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified a cracked strain relief on the high voltage cable assembly. Strain relief repaired. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that there is a problem associated with the cable on the 6600 system. There was no report of pt injury.